Manufacturer narrative:
Received the following: one partial opened/used simplera serter, one simplera sensor not returned, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek-cap), none were found. In conclusion: the customer complaint of unexpected alert/alarm could not be confirmed. Because the simplera unit was already opened/used when we received it for testing, it is impossible to determine when or how the simplera sensor is missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported differences between sensor glucose and blood glucose levels and the insulin delivery was suspended, change sensor and sensor updating alarm. The customer reported blood glucose value of 425 mg/dl, and the sensor glucose value was 50 mg/dl and the hyperglycemic event was treated with multiple daily injections. The event involved product(s) mmt-332a, mmt-1884, mmt-243a and mmt-5120a. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed. Customer reported low limit in the sensor setting was 54 mg/dl. The difference between sensor glucose and blood glucose values was not within the acceptable range. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-243a. No product return is required for mmt-5120a.